Event description:
Acct reported their ise results started running low and they had to repeat 150 samples on another analyser. The incorrect results were not used to guide pt therapy. The feild service rep suspected a fibrin clot and repaired the instrument by performing maintenance.